Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father called to report a hospitalization on (B)(6) 2014 for diabetic ketoacidosis. Blood glucose reading was 994 mg/dl. The customer had been staying at a friend's cabin and woke up during the night to find that the infusion set had come out of her body. The customer did not have a replacement infusion set. Customer was wearing the insulin pump at the time of the hospitalization. Explained method of taping and advised to visit website for taping tips and adhesive enhancers that are available. The cause of the event was the infusion set coming out of the customer's body and not the insulin pump. Nothing further reported.